Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that after connecting the leads to the device and closing the pocket, the device seemed not to pace as it did not capture. The pocket was re-opened and it was verified that the atrial and ventricular lead pins were not connected in the appropriate device channel. The leads were connected again, but the problem with pacing persisted. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.